Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No unexpected number ramping or scroll bar anomaly was noted on the display. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed for a motor error and that she did not receive alarms for when the reservoir was empty. The blood glucose reading was 139 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. She also reported that the numbers on the screen of the insulin pump would scroll down without input. Nothing further was reported.